Event description:
Patient stated that the needle button accidently released prior to the completion of the 24-hour period. Patient can not recall if or when she pressed the needle release button. Patient stated that she discarded the v-go in question.